Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the blower inoperative alarm occurred. There was no patient involvement.

Manufacturer narrative:
B4: (B)(6) 2018. G4: (B)(6) 2018. The customer returned blower assembly which was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10 the customer returned the blower assembly which was tested and no failures were identified. D4 - UDI number added. H11 g1-updated contact information.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported alarm issue. The manufacturer¿s international service technician replaced the blower to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.